Event description:
Implant date: 1993. CT scan on 03/28/1994 revealed inadequate placement of device. Revision surgery on 1994 to remove the left side of the device at which time the fusion was found to be solid. The rest of the device removed on 1997.